Event description:
Loss of integration. Implant lost integration in site #20 and was removed. Will place an implant in future.

Event description:
Loss of integration. Implant lost integration in site #20 and was removed. Will place an implant in future.